Event description:
The surgeon alleges after a nephrectomy, the patient began to bleed at ligation site. Alleged hem-o-lok clip was removed during emergency procedure and there was damage at the latching point.

Manufacturer narrative:
Add'l lot # t1222318. Devices have been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.